Event description:
Pt advised pump malfunction on pump with serial number: (B)(4). It suddenly had an error code with 4 digit numbers. Pt tried to take battery out, then placed battery in, and then it would not turn on. Pt switched over to back up pump with no issue. Pt states has been in the hospital since (B)(6) 2021 to current, due to a line infection (it was hard to breathe, pt was getting tired, and there was brown color stuff coming out of line). Pt has a hickman line and currently is on a PICC line. No further info is known. Pt was recently shipped flolan diluent due to epoprostenol sterile diluent shortage. Pt uses remodulin medication and flolan diluent. Pt does not take flolan, so strength, dose, concentration, and pump rate of flolan are zero. No further info provided for flolan diluent. Pt expects to discharge from the hospital in a few days. Reported to (B)(6) by pt/caregiver.